Event description:
It was initially reported by the physician that the pt showed high lead impedance on a system diagnostics test. X-rays were performed and lead break was found. X-rays were not available for MFR review as per the physician's nurse. Nurse stated that no pt manipulation or trauma was reported. Pt's programming history was reviewed and it was noted that the pt had a continuous fluctuation of dcdc code on system test. This is indicative that a short circuit condition was suspected which eventually lead a lead break. Revision surgery is likely.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information received revealed that the patient underwent a full revision surgery in which the lead and generator were explanted and replaced. The explanted devices have been returned to the manufacturer for product analysis. Device evaluation is currently in process and has not been completed at this time.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis of the explanted lead has been completed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported through surgical notes that the patient had experienced an increase in seizures due to her vns not functioning after the lead fracture. It was reported that the lead fracture was observed at the clavicle and that there was an obvious opening in the lead tubing, exposing the wire. No further relevant information has been received to date.